Event description:
The customer reported that an 840 ventilator did not recognize a patient when attaching. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer reported the problem was a result of the filter latch not being in the closed position. Covidien was not authorized to service to device.